Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The 30-degree endoscope was returned to intuitive surgical, inc. (Isi) for failure analysis (fa). During functional testing, it failed to provide a video due to an electrical communication failure and displayed color bars in the left eye. Additional unrelated observations not reported by site: cracks or holes in the silicone around the circuit board. A system log review did not reveal any system-related errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy, the customer experienced an error and all vision with the system was lost while using the 8mm 30-degree endoscope. Several attempts were made to clean the endoscope connector to no avail. Due to the unavailability of a back-up 30-degree endoscope, the procedure was converted to a radical nephrectomy because the partial nephrectomy could no longer be performed safely and oncologically correct with the 0-degree endoscope that was available to continue. Because this occurred during warm ischemia, it was not possible to convert the procedure to laparoscopic due to the time needed to bring in laparoscopic towers and set up the laparoscopic instruments. There was a 150 ml of blood loss for the entire procedure, and blood was lost due to the lack of vision experienced. The procedure was completed robotically with a greater than 30-minute procedural delay. The surgeon is concerned of late renal function decline because of the procedural modification.